Event description:
Reporter indiced that vns patient experienced excessive bleeding, during implant surgery. It was reported that the procedure began with a transverse incision in the left neck, with subsequent dissection to the left vagus nerve. During the dissection to the vagus nerve, it was noted that the patient began to experience increased bleeding and that blood was pooling in the neck incision. A different surgeon took over at this time and reportedly got the bleeding under control after approximately 45 min. The first surgeon then continued with the procedure. The patient's hospital stay was not prolonged as a result of the reported event and the patient reported no difficulties at follow-up office visit, 15 days post-op. It was reported that the external jugular vein was the source of the excessive bleeding.